Manufacturer narrative:
The insulin pump passed all functional testing. The pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of an insulin pump that was found beeping.